Event description:
The pt presented with aortic regurgitation, stenosis, an elevated gradient, and infectious endocarditis. Despite antibiotic treatment, the pt died. The autopsy revealed bacteria flora surrounding the valve and blood culture results were positive for (B)(6).